Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on an pb840 ventilator. This occurred prior to patient use.

Manufacturer narrative:
Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed a hole in the evaqua expiratory limb approximately 28cm from the patient end connector. A lot check revealed no similar complaints for lot date 130722. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after being released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.